Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the jaws. Charred tissue is evident on the inner part of the jaws. It was observed that the silicon insulation on the cold jaw was peeled and detached from the base to the center, which left the metal part of the base of the cold jaw exposed. The silicon insulation was seen cracked on the center of the cold jaw. The insulation remained attached at the upper part and tip of the cold jaw. The insulation on the hot jaw was intact. A microscopic inspection was conducted. The heater wire was completely attached to the hot jaw. No signs of bent were observed. Based on the return condition of the device, the reported complaint "bent wire" is not confirmed. The analyzed failure mode "peeled silicone insulation." Was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview lower jaw broke off. The lower jaw was retrieved and another device was opened to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview lower jaw broke off. The lower jaw was retrieved and another device was opened to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview lower jaw broke off. The lower jaw was retrieved and another device was opened to complete the procedure. The hospital did not report any patient effects.